Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up the customer provided the following information; the device was not reprocessed adequately prior to being sent in for repair as the user did not use a mh-948 to flush air/water during pre-cleaning and the distal end was not adequately brushed/wiped. It was also noted that there was no malfunction in the accessories used for reprocessing, no delay to the start of pre-cleaning or manual cleaning, and detergent was flushed through the scope during manual cleaning. Although foreign material was found in the nozzle/bending section cover, the specific foreign material/dirty substance could not be identified. It is likely the material remained adhered to the device due to deviations in reprocessing from the instructions for use (IFU). Both events can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer-returned asset, the gastrointestinal videoscope was discovered to have foreign objects in the nozzle and attached to the distal sheath. The foreign material was yellowish/brown in color, but it is unknown what the foreign material was. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the light guide lens had a chip; the distal sheath was dirty; due to nozzle clogging, the amount of water contact and the water removal ability did not meet the standard value; due to wear of angle wire, the play on the up/down knob was out of the standard value; due to a scratch on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; the plastic distal end cover was dented; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.